Event description:
A caregiver reported the low glucose alarm did not sound while her son, the customer, was wearing the adc freestyle libre 2 sensor, on (B)(6) 2021. As a result, the customer had a seizure. The caregiver provided the customer with sugar for treatment of hypoglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh004dx6m8 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal state). Visually inspected the sensor plug assembly and no failure modes were observed. The sensor was activated with a known good reader, a linearity test was performed, and the low glucose alarm was successfully activated. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the low glucose alarm did not sound while her son, the customer, was wearing the adc freestyle libre 2 sensor, on (B)(6) 2021. As a result, the customer had a seizure. The caregiver provided the customer with sugar for treatment of hypoglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.